Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown but the caller thought it was diabetes. The caller stated that the customer had gastroparesis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time period prior to passing. It is unknown if the customer was using sensors. The customer stated they believed the customer was home alone and ran out of insulin and could not make it to his supplies. The customer believes the customer had a low. The caller declined to return the insulin pump for analysis.